Manufacturer narrative:
This report is submitted on march 04, 2024.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 27, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 05, 2024.